Event description:
Healthcare professional, in scientific publication titled "long-term outcome in implant breast reconstruction and radiotherapy: the role of fat grafting", reported: "capsular contracture, baker grade iii", "capsular contracture, baker grade ii", "transient edema", "ecchymosis", and "stiffness, contour irregularities, or volume deficiency". The devices were explanted.

Manufacturer narrative:
Article citation: de col, a.; buttarelli, f.; akuma, m.; paganini, f.; scevola, a. Long-term outcome in implant breast reconstruction and radiotherapy: the role of fat grafting. J. Clin. Med. 2025, 14, 7569. Https://doi.org/10.3390/jcm14217569. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.